Event description:
During CT guided drain placement to left lower quadrant of abdomen, the cook brand guide wire became stuck in patient after placing the drain. Md had to remove the drain, retrieve the guide wire, then start over with the drain placement. When the drain was removed it was noted that the end was split. CT scan was done to assure that nothing was left in the patient. Another drain was placed without incident.